Manufacturer narrative:
H10 the engineer performed diagnostics and noted that code 110b was logged. The da pcba was just replaced. The customer was advised to check pin alignment from the autozero solenoids to the da pcba. If no issues were found, replace solenoids 3 and 4. The alleged malfunction was confirmed. No parts were returned for failure investigation. If the part is returned or if the customer reports further information, the complaint record will be re-opened for investigation. The device was not being used for treatment when the reported event occurred. H11: h6: codes g1: contact information updated.

Manufacturer narrative:
Date of event: (B)(6) 2021. (B)(6)2021 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported auto zero pressure sensor failed. There was no patient involvement.